Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, two openings curved on the radius, and overweight. A microscopic analysis was performed which identified: two striated openings on the radius. Based on the device analysis the final assessment is: two striated openings due to surgical damage consist in the use of some surgical tool. The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "implant fell out of my skin," "there was a milky fluid inside of the implant." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side rupture and "implant fell out of my skin." Patient additionally reported "there was a milky fluid inside of the implant." Device was explanted.